Event description:
It was reported that the pump touch screen was cracked and difficult to read. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Customer declined follow up from tandem technical support.